Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident and went up to 120 mg/dl. Customer treated the low reading with food. The customer declined troubleshooting for low blood glucose. The customer also reported getting alert to change sensor and calibration not accepted. Customer will return the sensor for analysis. The insulin pump, infusion set and reservoir will not be returning.